Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. All of the cables were reconnected and replaced without resolution. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 15526 and data files were returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 21 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50032 (the safety system detected a compromised outer vacuum). During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. Additionally, an inner balloon breach by the injection tube was observed and an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). During inspection of the shaft segment, a broken injection tube was identified one inch from the catheter tip. One patient data file was received and recorded on the reported date of the event. It showed that 21 applications were performed using the 2af283 balloon catheter with lot number 15526. It also showed that four applications were performed using the 2af283 balloon catheter with lot number 18743. The patient file showed system notice 50032 during ablation at applications 10 to 21. In conclusion, the 50032 system notice was confirmed and the balloon catheter failed the returned product inspection due to a breach at the inner balloon and injection tube attachment, a double balloon (inner balloon and outer balloon) breach, a pin size hole on the surface of the outer balloon, and a broken injection tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.